Event description:
The device was being used to treat a patient and reportedly the device did not deliver energy to the patient at 200 and 300 joules. The lack of energy delivery was based on a lack of observed skeletal muscular response from the patient. A 360 joule defibrillation was attempted and an electrical arc and smoke was discharged. A back up device was obtained and treatment was continued. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the attending clinician's assessment of the patient's lack of viability.